Manufacturer narrative:
H3: product analysis: an overheating test could not be conducted due to another device malfunction. It was noted that the distal bearing was detached and because of this an incoming temperature test cannot be performed, additionally the bearings were worn and the laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information stating that the attachment was overheating. It was reported that there was no patient impact.